Event description:
It was reported the patient had an unknown "mid urethral tape for incontinence" implanted on an unspecified date. The patient experienced "obstructed voiding" and "division of tape -continuing incontinence requiring further surgery." The details of the additional surgery were not provided. No further patient complications were reported in relation to this event.